Event description:
As reported via legal documentation, this patient had their first left knee revision on (B)(6) 2010. Their second revision was on (B)(6) 2018, approximately 7 years 10 months after their first revision. The patient has claimed the following injuries and complications as a result of this exactech device: left knee pain, loss of motion, osteolysis, synovitis, prosthesis dislocation, sclerosis, scarring, knee instability and metallosis, requiring multiple left knee revision procedures. Exactech components were explanted, except for the exactech patellar button. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2023-00662.